Event description:
A report has been received about an issue with the power center mounts. The dealer reports he has problems with this and the front riggings are loosening and twisting and the center support frame is bending. It was suggested to replace with an alternate part. No injury.